Manufacturer narrative:
(B)(4). Batch # p93z57. Investigation summary: the device was returned with no apparent damage. The instrument was tested using a gen11 and upon connection an alert screen of replace instrument was observed. The instrument was disassembled and an issue with the eeprom connector component was noted. In addition: when the device was disassembled it was found that there was a cracked internal component; the y-link. Additional testing identified the eeprom connector component to have caused the alert screen. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic transverse colectomy procedure, at the beginning of the case the device was plugged into the gen11 and immediate error reading said ¿change instrument¿. The device was unplugged and re-plugged in and the message was the same. Device changed to like product, with minimal delay. No patient consequence.